Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was unable to capture at max output and exhibited undefined high pacing impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.